Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/17/2015: the device was returned to animas and evaluated by product analysis on 08/24/2015 with the following results: pump returned with visible moisture in the display lens. No moisture observed in the battery compartment. No damage found to returned battery cap or the battery compartment. Returned battery cap fits tightly on the pump with no visible yellow o ring showing. Pump does not power on; no audible or vibratory sounds. A test cap was used; pump still has no audible or vibratory sounds, the display screen remains blank. The attempt to download the pump history and black box was unsuccessful. The audio bolus button cover is missing from the pump. Pump fails leak test with audio bolus button leak. Removed pump cover; internal moisture confirmed on the printed circuit board and internal components. Returned cartridge cap also used.